Manufacturer narrative:
The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. The customer was not able to provide further details for this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 7300tfx29 implanted in the mitral position was explanted after an implant duration of eight (8) years and one (1) month for unknown reason. Another 29mm surgical valve was implanted in replacement. The replacement device ID card was received with question "was this due to a deficiency in the original device?" Marked as "yes".

Manufacturer narrative:
Additional information: h6: investigation finding, investigation conclusion. Manufacturer narrative h11: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, therefore no root cause could be established.